Manufacturer narrative:
Update to b5. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of increased gradients was confirmed based on the provided medical records. Due to insufficient information, a conclusive root cause cannot be determined at this time. However, this event may have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, transthoracic echocardiogram (tte) showed a left ventricle ejection fraction of 55-60%. The bioprosthetic aortic valve is in place with trace regurgitation. The aortic valve (av) peak/mean gradient was 51/30mmhg with an aortic valve area (ava) vti of 1.7cm2. The date of the initial implant is unknown at this time.

Event description:
Per the field clinical specialist (fcs), the 26mm sapien 3 ultra valve required intervention. The patient had a 26mm s3u valve expanded to around 25mm with an aortic valve mean gradient (mg) of 68 mmhg. The patient received a 29mm non-edwards valve with a mean gradient mg of 10mmhg. Additional information has been requested including valve serial number, implant position, and date of initial implant.

Manufacturer narrative:
The investigation is ongoing.